Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no patient involvement, as the customer was not using the pump for therapy at the time of the reported event. Reportedly, the customer had been waiting for insurance coverage to obtain supplies and was using utilizing backup pump for therapy.